Event description:
Physician reported left side "request for personal replacement due to suspicion of implant rupture and alcl." Biomarkers and diagnostics have not been provided. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification for b.5 - no malignancy was reported. The patient was worried about alcl.

Event description:
Healthcare professional reported for left side "the implant was explanted due to suspicion of rupture" and "the worries for alcl".